Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
During a procedure, the surgeon was attempting to implant the zero-p implant and upon implanting, the plate detached from the peek portion of the spacer; it appeared to have broken off. The surgeon was unable to replace the plate due to it breaking. All pieces were safely removed and surgeon used another implant. There was no extension of surgery time reported.